Manufacturer narrative:
510k: this report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Synthes sales rep. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Investigation summary: the investigation could not be completed; no conclusion could be drawn. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. . Device was used for treatment, not diagnosis.

Event description:
It was reported that on (B)(6) 2019, the patient underwent hardware removal of trochanteric femoral nail advanced due to unknown helical blade cutout and revised to total hip. The helical blade cut out the superior aspect of the femoral head and the cause of cutout is unknown. No allegation of the other devices. It is unknown if there were fragments generated. It is unknown if there was surgical delay. Procedure and patient outcome are unknown. Concomitant devices reported: unknown tfna nail (part#unknown, lot#unknown, quantity 1), unknown locking screws (part#unknown, lot#unknown, quantity unknown). This complaint involves one (1) device. This report is for one (1) unk - nail head elements: tfna helical blade this report is 1 of 1 for (B)(4).